Manufacturer narrative:
Conclusion: device to be repaired by customer. Customer performed own evaluation.

Event description:
It was reported by the hospital that an employee was shocked due to touching a damaged power inlet filter. The employee was taken to the ER but no medical treatment was reported. No clinically relevant delay in treatment was reported.